Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported that a CT at 3 months demonstrated aneurysm enlargement, there was no apparent endoleak. It was reported that the proximal aortic neck of the aneurysm did not have adequate proximal coverage with risk of potential endoleak. The aneurysm continued to expand to a diameter of 8 cm. During the explant procedure no active bleeding was observed within the sac from any vessels. The stent graft removed easily from aortic neck and iliacs. No sequelae were reported and the pt is reported to be fine. Medtronic has received the explanted stent graft and its analysis has been completed. It is likely that inadequate proximal coverage contributed to the aneurysm expansion. Examination of the explanted device revealed no apparent issues with the device integrity.